Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery and had history anomaly. Customer stated the insulin pump was not maintaining any blood glucose history. It was found in the alarm history: no delivery alarm and low reservoir. Customer did self test and the insulin pump was fine. Customer unable to troubleshoot. No blood glucose reading provided. Customer stated will contact doctor's office to get more information. No further information provided.